Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to noise were noted. Noise was reproducible. Slightly increased impedance was also observed. The lead was capped and replaced due to oversensing. No further information is available.